Event description:
It was reported to boston scientific corporation that after placement of an ultraflex stent system (patient age and gender unknown), the stent was "discovered to have no cover." The stent was placed successfully after the patient presented in the emergency room with a perforation in the esophagus. Two days later, an x-ray of the esophagus was performed and indicated that "there was fluid in the mediastinum from the esophagus." "The stent was removed and was found to have no cover." A new stent was placed. The patient's condition was reported as "critical."

Manufacturer narrative:
The device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation is in progress and if any relevant information is found, a supplement to this medwatch report will be provided. Rolling 15-month trend reports for all complaint failure modes were reviewed; no adverse trends were noted and no data points exceeded the trigger action limit.